Event description:
Went over like a stone. Was out for a good 10-15 minutes [loss of consciousness]. Good few stitches across my scalp [skin laceration]. I repeated the dose [incorrect dose administered]. Case description: the incident does not represent a serious public health threat medical device information: class iib. This spontaneous case from (B)(4) was reported by a consumer as "went over like a stone. Was out for a good 10-15 minutes", "good few stitches across my scalp" and "repeated the insulin dose". It concerns a male patient, at unknown age, treated with novopen 4 from an unknown date and ongoing for device therapy. Patient's height: not provided. Medical history: not provided. On an unknown date, the patient received a new novopen 4. The patient was not informed by the nurse about the improvement of the novopen 4. This caused some problems for the patient. The patient loaded the new novopen 4 but did not perform a functional check before use. When he injected, he felt no resistance and thought nothing had happened, therefore he repeated the dose. After some time, he went over like a stone. Next thing he remembered was he was in the back of an ambulance. The patient was out for a good 10-15 minutes. At the hospital he had a CT scan, which was ok, but he had a few stitches across the scalp and spent most the afternoon in and out of sleep, feeling quite groggy, finally home in the evening. The overall outcome of the patient is unknown. Comment: company comment. Only limited information has been provided. More information needs to be requested regarding patient's age, medical history, the blood glucose level at the time of the event and the treatment received. Patient could lose consciousness secondary due to a hypoglycemia episode. However, other confounding factors cannot be ruled out for the occurrence of the event. Report comment: the lesson to the patient is that nurses must forewarn patients of the new changes to the novopen 4. This is a real risk with potentially disastrous consequences.